Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station operated at a sluggish pace, resulting in delays when dispensing medication. A technical service specialist effectively resolved the issue with med application by adjusting the speed and duplex settings to 100 mbps half-duplex. The system functioned as intended after the technical service specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, station slowness was encountered. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.